Event description:
On or about (B)(6) 2022 patient underwent placement of an angiodynamics xcela port product, reference number h965451250, lot number regv0803. The device was implanted by dr. (B)(6), md, (B)(6), for chemotherapy. On or about (B)(6) 2024, patient was diagnosed with an acute right internal jugular vein thrombus. Port removal was recommended. On or about (B)(6) 2024, patients's port was removed by dr. (B)(6), md, at (B)(6).

Manufacturer narrative:
The manufacturer conducted a documentary review only. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).